Event description:
It was reported that the ventricular catheter became unsnapped from the shunt. The catheter migrated into the ventricle after it unsnapped. The ventricular catheter remains in the pt and was not explanted.

Manufacturer narrative:
The device remains implanted and is not available for return. Therefore an eval of the device performance was not possible. A review of the manufacturing records showed no anomalies.